Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, noise was noted on the right atrial lead. No intervention was performed, and the lead remains implanted. The patient was in stable condition.